Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient had a generator and lead replacement surgery due to high impedance and neos generator battery. There was no reported trauma, however patient did state to the doctor that they did jump through a window. No reported adverse events were mentioned associated with the high impedance. The high impedance of >9000 ohms was observed preoperatively on day of surgery. The new device and lead had good impedance after the implant. The explanted generator and lead have been received into product analysis but have not completed analysis to date. No other relevant information has been received to date.

Manufacturer narrative:
Medical device problem: a040609.

Event description:
Product analysis (pa) for the explanted lead was completed. The lead assembly was returned for analysis due to reported fracture of lead. The allegations of the fracture of lead were confirmed. During the visual analysis of the second portion, the ring coil was found to be broken. The ring coil break is dark and pitted; the ring coil break mate end shows appearance suggesting that a stress-induced fracture has occurred. However, the exact fracture mechanism cannot be ascertained. Continuity checks of the returned lead portions were performed during the functional analysis, and no other discontinuities were identified. Other than the outer and inner abraded openings, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. Note that since the electrode array was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Pa worksheets were reviewed in which it was noted that the fluid was found in the lead associated with the inner/outer abrasions of the lead. Kinked coil has also been noted on the returned lead. Product analysis (pa) for generator was completed. Initial data download shows a bor reset occurred on the day of explant. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant which may have been a contributing factor for the reboot. The visual observations are most likely associated with manipulation of the device during the implant/explant procedure. An interrogation (therapy enabled), a system diagnostic test, and a comprehensive automated electrical evaluation were performed. Other than the noted reboot event, no anomalies were seen, and the device performed according to functional specifications. The internal generator data was reviewed which showed high impedance was first recorded prior to the day of surgery. No other relevant information has been received to date.